Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that during the implant procedure the lead could not be placed. The lead was not used and replaced. The patient's condition post procedure was stable.